Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise, and evidence of skiving was noted along the inner wall of the dilator at the distal end. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
This report is to advise of skiving found in the sheath during analysis. During the atrial fibrillation procedure, when the transseptal puncture was attempted, the needle could not be introduced through the sheath. The sheath was obstructed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.